Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all operational specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was brought down after a case with a repair tag stating the device is "not working." The type of the procedure is unknown to the reporter. No injuries or medical intervention were reported. There was no additional information provided.